Event description:
It was reported that extended charge time due to low battery voltage was observed. Multiple shocks had been delivered and several shocks were aborted. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported extended charge time was due to normal battery depletion. The device was tested on the bench and using automated test equipment and was found to be normal.